Event description:
The following was reported to hamilton medical ag: - battery want charge. - this abnormity was noticed before usage. - various alarms were observable both visually and through hearing. Te 244021 (batterypowerlinedefect) and te 244013 (battery2defective). - the hamilton vigilance reporting decision strategy prescribes to report startup issues and any malfunctions with a severity s1/s2/s2. - no device log files were provided to hamilton. - these alarms were reproducible. - there is no patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: battery want charge. This abnormity was noticed before usage. Various alarms were observable both visually and through hearing. Te 244021 (batterypowerlinedefect) and te 244013 (battery2defective). The hamilton vigilance reporting decision strategy prescribes to report startup issues and any malfunctions with a severity s1/s2/s2. No device log files were provided to hamilton. These alarms were reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - battery want charge. - this abnormity was noticed before usage. - various alarms were observable both visually and through hearing. Te (B)(4) (batterypowerlinedefect) and te (B)(4) (battery2defective). - the hamilton vigilance reporting decision strategy prescribes to report startup issues and any malfunctions with a severity s1/s2/s2. - no device log files were provided to hamilton. - these alarms were reproducible. - there is no patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d3, d4, g1, g3, g6, h2, h4. Follow-up 2 - additional information: fields b4, g6, h2, h3, h6 and h11 are updated. The device displayed the alarm "battery 2: defective" and triggered technical event (B)(4) (tapm_batterypowerlinedefect). The battery failed to charge, even when tested in multiple ventilators and in an external charging bay. The issue was reproducible. The failure did not occur during ventilation, and no patient was involved. Consequently, the event did not cause or contributed to a death or serious injury of a patient. The root cause was identified as a defective battery. A replacement battery was provided, and the issue was resolved.